Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device counter incorrectly represented the percentage of paced and sensed atrial events. It was also noted the atrial lead impedance was high. The patient has permanent atrial fibrillation and the physician stated the atrial lead was not implanted. The device print out was reviewed and it was discovered the device was programmed incorrectly. During the patient's follow up visit, reprogramming of the device was recommended to the physician and it was noted the device "works properly". It was also reported the device was implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.